Event description:
A report was received that the patient was having pain at the ipg site. The physician believed that the ipg could be slightly manipulated in the pocket, but he did not believe that the ipg was flipped or moved. The patient was prescribed naproxen medication which was helping the ipg site pain. No further course of action will be taken.

Manufacturer narrative:
(B)(4).